Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic after receiving therapy from the implantable cardioverter defibrillator. Upon review of the electrocardiogram it was noted that one of the therapies was misdiagnosed and the other was appropriate. Programming changes were discussed. No additional information was reported.